Event description:
It was reported that a failure to cross occurred during use of a drug eluting stent. There were no reported adverse patient effects. No additional information was provided. Return device analysis revealed a proximal shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment. The proximal shaft was separated; however, no further clarification on this issue could be obtained. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Date of event estimated.

Manufacturer narrative:
(B)(4).